Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 49: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: avoid lows, highs, and dka: you can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 13 / page 182: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient's bg (blood glucose) levels reached 585 mg/dl while wearing the pod longer than 48 hours on the arm. Mother stated on (B)(6) 2019 the patient was swimming in a pool. While in the pool, her pod was hit and when she left the pool her blood glucose was 585 mg/dl. The adhesive became loose. They did not know the cannula was dislodged until the morning of (B)(6) 2019 when her blood glucose was 445 mg/dl. The mother checked for ketones and the patient had large ketones. The mother removed the pod and activated a new pod. She also gave the customer 11 units of humalog insulin in the form of a shot. The mother took the patient to the hospital at 9:00 pm. On the way to the hospital, the mother gave the patient water to drink to lower ketones. When they arrived at the hospital, the patient had moderate ketones. She was placed on ivs of dextrose and water. The hospital misdiagnosed the patient with a life threatening infection because her white blood cell count was low. The patient went through chest x-rays and urine samples to find the infection. When they misdiagnosed the patient, the hospital transported her by ambulance to a children's medical center. She was still placed on ivs of water and dextrose. They diagnosed the patient with dka. When the patient was at the hospital, they suspended the new pod because the hospital wanted to see the settings. While at the hospital the pod they changed deactivated at 5:11 am when reviewing the settings. Four units of humalog insulin as a shot was given by the patient. The patient was released from the hospital at 2:30 pm on (B)(6) 2019 because she was stable. Mother does not have pod, could not obtain lot or sequence numbers, and stated the cannula was crooked (bent) to the side when the device was removed.